Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set with non-valved y-site. Needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the sample revealed a rough and granular fracture surface. The fracture propagated along a molding weld line in the material. The crack in the y-site occurred along a weld line feature introduced during the component molding process. Attempts to replicate the crack using non-complainant devices suggested that the crack occurred due to a combination of mechanical stress and cleaning chemical exposure at the site of the weld line. The complaint sample is a supplied component and the supplier has been notified of this event. Corrective actions are being investigated by the supplier and the complaint sample was manufactured prior to implementation of any corrective actions. A lot history review (lhr) of redx4854 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported patient returned to cancer infusion center with leaking miniloc. No other information provided.